Manufacturer narrative:
(B)(4). The customer reported that the ac power indicator led was not lit. This is indicative of an power module failure. There was no report of pt involvement. The customer ordered an new one which resolved the failure.

Event description:
The customer reported that the ac power indicator led was not lit.